Manufacturer narrative:
The patient¿s age was reported as ¿in 60¿s¿ (not further specified). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was identified to be due to miss-spiking and touch contamination; stated as ¿since the patient was not very dexterous with their hands¿ (no further detail was provided). On the same day as being diagnosed with the peritonitis, the patient was admitted to the hospital due to the event and for precautionary purposes. On an unreported date, the patient began unspecified treatment for the peritonitis (dose, frequency and route was not reported). On an unreported future date, the patient was scheduled to be retrained in proper aseptic technique. At the time of this report, the peritonitis was resolved, the patient was recovered from the event (date unspecified) and dianeal therapy was ongoing. No additional information is available.